Event description:
It was reported the pt underwent surgery on (B)(6) 2013. The details and reason for the surgery were not provided. No pt complications were reported in relation to the reported event.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.